Event description:
The customer reported that the insulin pump alarmed during priming. The blood glucose reading was 325mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked case at display window corners, reservoir tube lip, reservoir tube, scratched lcd window, missing end cap sticker and broken belt clip slot.